Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer to discuss repair options and the customer declined service due to system de-install. The fse noted he configured the system to be used with a 3rd party illuminator. The probable root cause of the illuminator issue cannot be determined based on the information provided and fse's field evaluation. Since the site declined service, no further investigation could be performed. This complaint is being reported based on the following conclusion: the customer converted to open surgery after the start of the procedure due to the illuminator not functioning. Blank MDR fields: follow-up was attempted, but the missing patient information was unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the illuminator had no light coming out of it and the system was heard faulting with errors pointing to the illuminator. The illuminator has no power indications. The vision side cart (vsc) was hard power cycled, and the error message did not clear. Technical service engineer (tse) confirmed the power cord was seated and the illuminator power switch was on. The site attempted to cycle the system power after checking connections and error 297 occurred. The site restarted with the illuminator purposely left unplugged and system still started with error 297. The customer indicated the surgeon is opting to proceed laparoscopically because they've been troubleshooting this issue prior to calling in. Image is available on the touchscreen. The site took several efforts to clear the error and proceed with a third-party illuminator, but error 297 was persistent. There was no reported injury due to the event. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system powered on with no errors. The surgeon started out with the illuminator light which was working, but when they docked the robot and turned on the camera to place the instruments the illuminator light went out. It was clarified that the surgeon then completed the procedure via open surgery and not laparoscopically as originally communicated. There was no patient harm.